Event description:
A report has been received reporting the suction cups came off of the legs. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 9670c, serial number/date code unknown is approximately of an unknown age. The owner's manual part number 1148079, rev.b(may-08)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.